Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump has reset about 23 times. She said that it will beep or the screen will go blank. The caller said that even with the battery out, the pump will beep. The customer¿s blood glucose was unknown at the time of the event. During the reset alarm troubleshooting, the caller was advised that the pump has been set to factory settings and that the alarm may be caused by manually clearing the pump¿s settings, the pump being without power for an extended period of time or within 5 hours of inserting a battery in a new or replacement pump. They were advised to disconnect from the pump. They said that they did not use the clear settings feature in the user settings menu. They were advised to discontinue use of the pump and to revert to a backup plan per their doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and unexpected reset alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.